Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens in the right eye. Approximately 3 months postoperatively patient noticed a decrease in distance vision. Upon examination, the lens vaulted asymmetrically in a z-configuration. Preoperatively, the patient's bcva was 20/30 with mrse of -6.75 + 0.50. Postoperatively the patient's bcva is 20/30, j2 with mrse of -0.50 + 0.75 x 170. The patient is currently under treatment with cycloplegia and is scheduled for lens repositioning.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.